Manufacturer narrative:
(B)(6). Date of report: 13aug2019. The manufacturer¿s field service engineer (fse) reports the problem has been resolved by replacing base assembly and central processing unit (cpu) cover. Unit has passed all required test and back to service.

Event description:
The customer reported the mounting threads on bottom of unit pulled out. There was no patient involvement.